Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release at an approximate depth of 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc), moderate paravalvular leak (pvl) was noted. Due to the pvl, a post-implant balloon aortic valvuloplasty (bav) was performed. The balloon slipped as it was inflated and dislodged the valve. A snare was used to pull the valve up and hold it in the ascending aorta while a second valve was successfully deployed. The pvl resolved. No additional adverse patient effects were reported.